Manufacturer narrative:
The customer¿s complaint of an over infusion was not confirmed or reproduced. Review of the pcu error log showed no recent errors were recorded. Prior to the issue being reported, the pcu was powered on (B)(6) 2020 at 5:49 pm and a new patient and same profile (critical care) were selected. Review of the pcu event log showed on (B)(6) 2020 at 8:43 pm, the suspect device (sn (B)(4)) was selected and programmed ivf maintenance fluid (drugid= 1) at a rate of 15 ml/hr (vtbi= 900 ml) and a secondary infusion of piperacillin/tazo (drugid=324) at a rate of 25 ml/hr (vtbi= 100 ml). Approximately eleven (11) minutes after the start of infusion, the suspect device (sn (B)(4)) was paused for approximately 10 minutes and restarted. At 9:18 pm, the suspect device (sn (B)(4)) alarmed for door open and check IV set error for one (1) second before being channeled off. Total volume infused= 10.175 ml inspection of the suspect device showed no anomalies with the pumping mechanism testing showed the device was performing within specification. The event administration set was not returned for investigation therefore the possibility of a check valve failure, leading to a perceived over infusion, could not be assessed. The device was being used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported from the acute intensive care unit (aicu), that 100 ml of zosyn 25ml was to infuse every (4) hours. The infusion was completed in (20) minutes. Although it was noted as "unknown", if there was a delay in patient treatment, it was confirmed during follow-up however; that there was no patient harm or impact as a result of this event.